Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleeve head and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned after being attempted but not used during implant. The lead was received by the manufacturer for analysis and subsequently tested out of specification. No patient complications have been reported as a result of this event.